Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2015-00111. A review of the service logs by a spacelabs product support specialist noted a loss of volume delivery at the time of the reported event. Coincidentally, the device was being moved which may have caused a transient patient circuit disconnect. No trouble could be found with the device when inspected onsite by a spacelabs field service engineer (fse). The fse also performed a full planned maintenance checkout and all tests passed. The reported problem was not reproducible. This report is considered final and the issue closed.

Manufacturer narrative:
This report is submitted at the direction of FDA to complete the sequence of initial and follow-up medical device reports with this manufacturer report number.  All required information has been submitted. This manufacturer report is submitted as part of a correction a previous report, 3010157426-2015-00111 that incorrectly identified the manufacturer and associated report number.

Manufacturer narrative:
On 01-jun-2015, onsite testing conducted by a spacelabs field service engineer confirmed the equipment performed to specifications. Additionally, the unit had passed a pre-check that morning. Spacelabs has launched an investigation into this event, and will file a supplemental report when the investigation is complete. 01-jul-2015 a review of the service logs by a spacelabs product support specialist noted a loss of volume delivery at the time of the reported event. Coincidentally, the device was being moved, which may have caused a transient patient circuit disconnect. No trouble could be found with the device when inspected onsite by a spacelabs field service engineer (fse). The fse also performed a full planned maintenance checkout, and all tests passed. The reported problem was not reproducible. This report is considered final and the issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00111, that mistakenly identified the manufacturer report number; at FDA form 3500a top of page 1, and mistakenly identified the manufacturer by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report that on (B)(6) 2015, at approximately 5:45 p.m., the bellows of an arkon anesthesia machine went to the bottom during a case and remained there despite the addition of fresh gas demonstrating that the ventilator mode of the unit was non-functional at that time. No one was injured as the result of this event. Bag mode was used instead of ventilator mode. After the unit was moved, ventilator mode was re-tried, and it was successful.